Event description:
A peritoneal dialysis (pd) patient reported having had a fluid leak during pd treatment. The patient said there was an air detected in cassette warning and a draining slowly message that occurred in drain 2 of 5. Patient stopped treatment and fluid was discovered in the pump module area and also on the external of the cassette. The patient was advised to let the cycler air dry before using it again for next treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry and has been using it ever since the event with no issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported having had a fluid leak during pd treatment. The patient said there was an air detected in cassette warning and a draining slowly message that occurred in drain 2 of 5. Patient stopped treatment and fluid was discovered in the pump module area and also on the external of the cassette. The patient was advised to let the cycler air dry before using it again for next treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry and has been using it ever since the event with no issues.